Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received from the patient on (B)(6) 2015 stating that part description of the two unknown synthes screws implanted are: screw ti cort 1.5x4mm plus dr. Part and lot numbers were not provided. Two synthes parts were identified as being associated with this description. These parts are as follows: part number, 400.054, brand name, 1.5mm ti cortex scr slf-drlg with plusdrive(tm) recess 4mm and part number, 400.034, brand name, 1.5mm ti cortex scr slf-tpng with plusdrive(tm) recess 4mm. G5. 510(k) number for both parts identified above is (B)(4). Report source was corrected from other to consumer and company representative as initially reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a consumer that she underwent an open door laminoplasty on (B)(6) 2013 and thinks she is having a reaction to the nickel and titanium in the synthes maxilofacial plates and screws. Patient also reported she had blood testing done which confirmed she is allergic to nickel and titanium. The original surgery date was 1/21/13, and was completed successfully. No plans for revision surgery. The implant is still in her body. She mentioned that due to this allergy she is feeling sick, dizzy, tired even though she is sleeping 10-12 hours, developed hives. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received from the patient on (B)(6) 2015 stating that part description of the two unknown synthes screws implanted are: screw ti cort 1.5x4mm plus dr and screw ti cort 1.5x5mm plus dr . Part and lot numbers were not provided. Four synthes parts were identified as being associated with this description. These parts are as follows: part number, 400.054, brand name, 1.5mm ti cortex scr slf-drlg with plusdrive(tm) recess 4mm, part number, 400.034, brand name, 1.5mm ti cortex scr slf-tpng with plusdrive(tm) recess 4mm, part number, 400.055, brand name. 1.5mm ti cortex scr slf-drlg with plusdrive(tm) recess 5mm and part number, 400.035, brand name, 1.5mm ti cortex scr slf-tpng with plusdrive(tm) recess 5mm. 510(k) number for all four parts identified above is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.